Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received, analyzed, and analysis of the device memory showed battery depletion. The device battery status of "ageing" reached on 16jan2014. Device battery not yet at depleted status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.